Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v536705, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient implanted for urinary dysfunction reported that she might be having issues and needed an appointment with her doctor. She still had frequent voiding and had gone through twelve to sixteen different settings and still had some problems. She was probably 75 percent better with stimulation than without it. After having three surgeries and having her organs meshed, the stimulation had been a life saver, as before she couldn't empty her bladder. The patient met with her doctor and they were going to replace the electrodes to a new placement.